Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3,h4, h6 coding. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was confirmed that foreign objects were in the air/water channel and the air/water cylinder. The foreign objects were unable to be identified, and deviations from the instruction for use (IFU) are unknown. There was no physical damage at the foreign object detection point. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. . The event can be detected/prevented by following the instructions for use (IFU) which states: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had exhibited white residue inside air/water channel and cylinder. There were no reports of patient involvement.